Event description:
It was reported to philips that the allura device crashed during an examination and would not restart as expected. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac interventional surgery got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that system got stuck. Upon functional testing fse found system interface board was faulty. The fse replaced system interface board. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected.